Event description:
It was reported that a patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 500cc gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s right breast prosthesis was observed during bilateral explantation surgery on 17-nov-2023. The explanted breast prostheses were not replaced.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: desire to remove breast prostheses. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: mentor inadvertently did not report the following information in the initial report: the patient developed a chronic wound in the right mastopexy scar post implantation. The reason for explant was that the patient desired removal of her breast prostheses. Only the right breast prosthesis explant was reported. Refer to manufacturer report number 1645337-2023-15299 for the report for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4). H6 health effect - clinical code impaired healing (e1707) was added.

Manufacturer narrative:
On 15-jan-2024, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Device evaluation summary: according to the information received, the patient developed a chronic wound in the right mastopexy scar as well as a rupture in the breast implant. Upon visual evaluation of the image provided in the complaint, the implant was to be observed ruptured. As the product involved in this complaint was discarded, the device couldn¿t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).